Manufacturer narrative:
The information described in this report was collected by (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by (B)(6). Therefore, further investigation is not possible. Concomitant medical products: patient medications include but are not limited to: betablockers. The date of implant and events are estimated as actual dates were not provided. It is not known if these event(s) have been previously reported. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: endoleak.

Event description:
The patient referenced in this event file is enrolled in a (B)(6) dissection project. The purpose of this post-approval surveillance, using the (B)(6) registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the (B)(6) dissection project and the below information involves a patient treated with an endovascular gore® device. On an unknown date on or about (B)(6) 2016, this patient underwent elective endovascular treatment of a symptomatic acute dissection in zone 3, which extended to zone 12. The tevar indication was for pain. The primary entry tear was located in zone 3. A conformable gore® tag® thoracic endoprosthesis (tgu343420) was implanted in zone 3, with coverage extending within zone 5. Additionally a branch procedure involving the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) was performed and right and left common iliac arteries. Post branch treatment patency of the branches was reported with no coverage of the left subclavian artery. At the time of the initial procedure, the maximum aortic diameter was not provided. Post-operative complications reported for the patient were respiratory problems that required reintubation; a bi-lateral ischemic cerebro stroke, spinal ischemia, right leg ischemia and the patient required dialysis post operatively. The maximum aortic diameter within the treated area at time of discharge was not provided. On an unknown date(s), approximately post operative day (pod) 426, post-operative imaging reported a distal type I endoleak and a type ii endoleak with branch involvement. The patient underwent endovascular reintervention and an additional stent graft was placed. It is unknown if the endoleak(s) resolved.